Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch that there were 4 incidents of pe lined tubing used for taxol leaking from the back of the filter at the boise cic. The leaks were small but visible, with drops on the floor and noticed the drips on the filter within minutes after the infusion had started. The rn stopped the infusion, changed the tubing, and monitored the tubing to watch for a leak. Small drips were observed with the second set of tubing on the filter, and the rn stopped the infusion and again changed the tubing. The infusion was started a third time, with a new package of tubing. The rn observed for leaking and saw none. The patient received the chemotherapy. There was potential patient exposure to chemotherapy. A spill kit was used to clean chemo that leaked from the filter. There was not a critical delay, and no medical intervention was needed as the leak was visualized prior to patient contact. The medication involved was 170 mg at 6 mg per ml of paclitaxel that was being administered. The event occurred during infusion. There were patient involvement and no harm.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.